Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Didnt make contact with patient or scope. When they tried to straighten the double pig tail stent for ercp procedure, it kinked. So, another likewise device was used to finish the procedure. No harm to the patient, did not make patient contact. Patient/event info ¿ notes: what was the size of the wire guide used in the preparation stages? .025. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Normal conditions. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus 190.